Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on a competitor brand device and experienced symptoms described as "stunned" and a lack of coordination. Customer was unable to self-treat and was treated with "pasta rolls, water, and a sugar envelope" by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. The sensor went back to sensor state 6 after reprogramming and activating. The sensor was de-cased and the battery was replaced with known good battery. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on a competitor brand device and experienced symptoms described as "stunned" and a lack of coordination. Customer was unable to self-treat and was treated with "pasta rolls, water, and a sugar envelope" by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A high reading issue was reported with the adc device. Customer received high sensor scan results compared to readings obtained on a competitor brand device and experienced symptoms described as "stunned" and a lack of coordination. Customer was unable to self-treat and was treated with "pasta rolls, water, and a sugar envelope" by third-party. There was no report of death or permanent injury associated with this event.